Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complainant device and four un-opened/un-used devices from the same lot were received and an evaluation of the devices was conducted. The complaint was confirmed. The complainant device was observed to have metal gouging all along the surface of the inner shaft. The new/un-used devices met specifications and had no problems found. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of the event was excessive bending force applied to the device during use. In addition, this type of condition can occur with reprocessing of a single use device. This is the first complaint of this type for this part/lot combination; it is the third complaint of this type for this surgeon with similar part/lot numbers. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic elbow procedure, the surgeon noted shavings in the joint space. The surgeon removed what he could, but some remained in the patient. A new device was used to complete the case. The patient's current condition was reported as good. No further patient or event information was provided at the time this event was reported.